Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a heparin drip (primary infusion, 100 units/ml in dextrose 5%) had an unintended rate change. The infusion reportedly was programmed on 16 december 2022 for 8ml/hr. And an hour later it was allegedly found infusing at 20ml/hr. It was reported that the pump was then stopped, and blood was drawn for ptt levels. The ptt levels were reportedly within normal limits. The same issue reportedly happened again the next day 17 december 2022 where the device was programmed to infuse at 13ml/hr. But an hour later it was allegedly found infusing at 3ml/hr. There was patient involvement but no harm.